Manufacturer narrative:
Concomitant medical products: 429888 lead, dtma1qq crt-d, and 5867-3m adaptor implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post device upgrade, the right ventricular (rv) lead exhibited an increase in thresholds, a drop in impedance, and sensing issues regarding the r-waves. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.